Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net transmission with non-sustained right ventricular oversensing. Upon review of the stored electrocardiogram, low level, high frequency noise inhibiting pacing was observed on the implantable cardioverter defibrillator. It was suspected that the device was oversensing myopotentials. The device was reprogrammed.